Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unspecified date in (B)(6) 2013. An event indicative of a potential malfunction of the disposable titanium adapter was identified. As the device was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 1 of 2 involved in this event. This is a report of a connection issue and breach in aseptic technique that resulted in peritonitis manifested by cloudy effluent coincident with therapy for peritoneal dialysis. Therapy was ongoing. On an unknown date the patient had a loose connection between their minicap transfer set and their titanium adapter. Poor aseptic technique was used while attempting to tighten the connection and the patient was later diagnosed with peritonitis. The patient was treated with vancomycin (1gram, once a week, route unknown) and recovered from the peritonitis. The patient was diagnosed with peritonitis while in the hospital for an unrelated event but remained hospitalized until they recovered from the peritonitis. The patient was retrained on aseptic technique. No additional information is available at this time.